Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00095: acu-sinch kit.

Event description:
Acu-sinch was implanted in the distal clavicle. At some point post op, the suture broke while the anchor was still in place properly. A second surgery was performed to correct the issue.